Event description:
Note: this report pertains to the second of two resolution clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6)2023. During preparation, the clip was unable to deploy. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During preparation, the clip was unable to deploy. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without its over sheath and without the clip assembly. Microscopic examination was performed, and it was found that the device had evidence of premature deployment, and the bushing had hits. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the device returned without the clip assembly and with evidence of premature deployment. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimensions interfered with the device performance. It was also noted that the device returned without the over sheath, but, since there was not enough evidence to clarify the absence of this component. The analyzed condition of the yoke being attached to the control wire was possibly due to operational factors during the procedure such as trying to open the clip once it was already activated. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.